Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately six years eight months post filter deployment, CT revealed six prongs have perforated the ivc with a maximum of 10mm. Approximately one year later, patient presented for filter retrieval. Sheath was inserted into the right femoral vein and sheath was exchanged for terumo medical 10 fr pinnacle 10cm sheath. Sheath was inserted into right jugular vein and cook flexor check flow sheath 16 fr. Successful removal of a cone ivc filter via the right internal jugular approach and very complex procedure due to chronic thrombosis of the retrieving hook and the top of the filter. Therefore, the investigation is confirmed for perforation of the ivc and retrieval difficulties. Per medical records, multiple attempts were made to engage the filter using sheath via femoral left and right approach but were unsuccessful due to chronic thrombosis of the retrieving hook and the top of the filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Medical device - expiry date: 07/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the organs. The device was removed percutaneously. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the organs. The device was removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, six years and eight months of post deployment, a computed tomography of abdomen and pelvis was performed which showed positive for caval perforation. The superior extent of inferior vena cava filter at l1-l2 disc space and inferior extent at superior l3 vertebral body. Six prongs perforated the inferior vena cava with maximum distance of prongs perforated was 10 mm. The coronal images showed 3-degree tilt left to right and sagittal sequences showed 2-degree tilt posterior to anterior. Around, six months and three weeks later, patient presented with the complaints of extensive swelling of both legs and lower abdominal pain. A computed tomography of abdomen and pelvis was performed which showed that findings of thrombus extending superiorly from the superior tip of the inferior vena cava filter. After, eight days, an inferior vena cavogram was performed which showed large inferior vena cava filter thrombus burden likely from extremity embolism. Around, two month and one week later, patient was planned for filter retrieval procedure for inferior vena cava filter thrombosis. Inferior vena cavogram was performed which showed severe right iliac vein compression with residual subacute thrombus. Snare was inserted from right up to internal jugular vein and removed. Alligator forceps inserted and clamps removed. Alligator forceps reinserted and successful removal of a cone inferior vena cava filter. Very complex procedure due to chronic thrombosis of the retrieving hook and the top of the filter. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc) and retrieval difficulties. Per medical records, multiple attempts were made to engage the filter using sheath via femoral left and right approach but were unsuccessful due to chronic thrombosis of the retrieving hook and the top of the filter. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4(expiry date: 07/2013), g3, h6(patient, method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.